Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that customer faced leakage at site leading to high bg. Caller replaced infusion set and resumed insulin successfully. No further information available